Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.50 x 12mm synergy ii drug-eluting stent was advanced but failed to cross due to calcification. A non bsc guide extension catheter was used but the device still failed to cross and it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.